Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed failed battery test despite the battery icon displaying two bars. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not be completed for the failed battery test alarm since the customer did not have a new battery to test inside of the insulin pump. The customer mentioned that the alarm occurred when he inserted a used battery into the insulin pump. No products were returned or replaced.